Event description:
It was reported that the pt's catheter could not be located on x-ray. A catheter disconnection occurred. The catheter had backed out of the intrathecal space and coiled behind the pump. A catheter revision and replacement was done "without any problems". The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.